Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2022 of damage to battery tube case. Tested with a test p-cap and the test p-cap locked in place properly. Pump was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to motor anomaly. Pump failed selftest due to pump error. Pump successfully downloaded to thump. Verified in the pump history download the pump alarmed pump error is not in download history. Pump was cut opened and moisture damage was noted on pcb1 and pcb2. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Cracked battery tube case, broken battery tube threads, moisture damage, corroded motor home switch. Damage to battery tube case was confirmed. Pump error confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture and had crack. No harm requiring medical intervention was reported. The device was returned for analysis.